Event description:
Contact reports that a pt who was implanted with a charite disc with no complications during or after surgery expired later that day. It was possibly due to an embolism. Co's sales rep. Stated that the surgeon does not consider the outcome to be device related. Depuy spine is taking a conservative approach and filing an MDR to document this event.